Event description:
It was reported that an insertable cardiac monitor (icm) experienced premature battery depletion and ceased providing the expected monitoring functionality. Technical service assessment confirmed a product behavior deviation, and further evaluation determined that the root cause remains unknown at this time. The icm has been recommended for return to the analysis center to undergo detailed physical examination. Interim measures were identified to attempt restoration of monitoring functionality; however, continued performance cannot be assured until investigation is completed. The icm remains in service; no adverse patient effects were reported.